Manufacturer narrative:
Study event. The customer reported the device was discarded. Without device investigation, a root cause could not be determined based on the reported event. However, from the reported info, the jumping of the stent appears to be related to the combination of the reported severe angulation of the right common carotid artery and the cook sheath impinging against the rx acculink's outer sheath. A review of the finished lot history record did not reveal any non-conformity which could have contributed to this event.

Event description:
Device malfunction: inaccurate delivery. Time of malfunction: during the procedure. Symptoms/ae: second stent implanted. It was reported that during a stenting procedure in a severe angular right common carotid artery, as the rx acculink stent was being deployed, the stent jumped forward implanting in the distal end of the target lesion. The physician believed the stent jumped due to the severe angulation and position of the introducer sheath impinging on the stent delivery system. A second rx acculink stent was successfully deployed in the proximal end of the lesion. There was no adverse pt sequela. Though requested, there was no additional info provided.